Event description:
Additional information has been received: it was reported that the patient was successfully treated with an endurant cuff.

Event description:
Additional information was received. It was reported that a suspected type iii fabric endoleak was observed, on an unknown date, coming from the aneurx limb. The physician performed a secondary intervention and relined both left and right limbs with endurant devices. Film review analysis: review of returned films 9+ years post-implant revealed that the endurant cuff is positioned just below the renals, and the aneurx bifurcate is 3cm below the renals. The ipsi limb is placed within the left iliac, and the contra limb within the right iliac. The max diameter aaa is 5cm. The aortic cuff proximal od (and neck diameter) is 22mm, and the proximal od of the bifurcate is 24mm. The cuff is angulated 65deg a-p relative to the limbs. Contrast is seen in the aaa sac, likely coming from the left/ipsi limb just below the level of the gate, which may be a type iii fabric endoleak. There may also be a contribution from the right contra limb. The cause of the endoleak could not be determined. The limbs are essentially straight in this location, and are patent and not kinked along their length; bilaterally. The cause of the aneurx migration may be due to the angulated neck; however, earlier post-implant images were not provided. Several still angio images during a secondary procedure showed a possible type iii fabric endoleak which was likely coming from the left/ipsilateral limb. After re-lining both limbs the endoleak appeared to have resolved.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately eighty-eight months ago. Aneurysm and vessel morphology at the time of implant are unknown. The stent graft had not been built down to the hypogastrics at the time of implant. The patient's follow-up history is unknown. It was reported that at a routine follow-up, it was noted that the aneurx bifurcated stent graft had migrated 2 cm distally, without any proximal type I endoleak. The aneurysm sac has reportedly decreased in size, although the exact diameter is unknown. The aortic neck diameter is unknown; however, the current aortic neck angulation is 60-70 degrees. The migration is attributed to the aortic neck angulation and not having built the stent graft down to the hypogastrics at the time of implant. An intervention, possibly with an endurant cuff, is planned for a later date. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
The date of event is (B)(6) 2011 on an unknown date. Evaluation results: inherent risk of procedure (stent graft migration), patient's condition affected effectiveness of device (aortic neck angulation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (aortic neck angulation).